Event description:
Number 3 kerrison screw backed out when being used by surgeon, handle fell apart. Xray (flat plate) taken and read by radiologist. Kerrison brought to office with patient's sticker.